Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: h6(medical device ¿ problem code) the fst states that the safety disk was not expired and the issue was caused by the new safety disk that was installed on (B)(6) 2025. Fst replaced the assembly, safety disk and test the overall operation. The machine can work normally.

Event description:
It was reported by getinge fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) does not pass membrane value. No patient involvement.

Event description:
It was reported by field service engineer (fse) that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) had a safety disk malfunction. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.